Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms could not be confirmed. The heartmate 3 system controller was not returned for analysis, and no log files were submitted for review. Available information indicated that the alarm resolved with replacement of the controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the controller was not provided. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault and driveline comm fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline fault events. The system controller was replaced to resolve the issue.

Manufacturer narrative:
Patient information and device serial number was requested but not yet provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.